Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll amber stopper was defective. This occurred on 4 occasions. The following information was provided by the initial reporter: they communicate to have found the breakage of the rubber sheath inside the plunger when aspirating the drug, the pieces involved are 4.

Event description:
It was reported that syringe 50ml ll amber stopper was defective. This occurred on 4 occasions. The following information was provided by the initial reporter: they communicate to have found the breakage of the rubber sheath inside the plunger when aspirating the drug, the pieces involved are 4.

Manufacturer narrative:
Investigation summary: no samples or photos received for investigation. A device history review was performed for the reported lot 2102060 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could be associated with the stopper supplier. H3 other text : see h10.